Event description:
The patient's spouse used the suspect device to check patient's blood glucose because patient was in a coma. Spouse obtained results from 188-500 mg/dl. Spouse performed six tests in all. Spouse then took pt to the hosp. Pt was treated until their glucose was 165 mg/dl. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.